Event description:
The pt is a 42-yr-old woman who initially had bilateral breast augmentation in 12/82 using the co double lumen gel filled breast implant, style #76. The dr also placed 50cc of saline and 10 milligrams of steroid in the outer lumen. Within two years, the pt developed a great deal of allergies. She had welts and itching. She also had flu-like symptoms that are quite frequently associated with chronic fatigue. She has been diagnosed with fibromyalgia. She has pain in the lateral inferior breast area, especially greater on the right side. Both implants however are intact. Physical examination shows contracture on the right but not on the left. Because of systemic symptoms, pain in the breasts, the pt desires implant removal. Total capsulectomy is medically necessary because of pain and contracture as well as because the capsule contain silicone and inflammatory reaction which the pt may be reacting to.